Manufacturer narrative:
A ge service representative performed an onsite investigation. The tower locked up during the boot up process and the cmos battery power was low at 0.37 vdc. The battery was replaced and the cmos was reset. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure there was no image on the screen and the system would only partially boot up. No pt injury was reported.